Event description:
I was diagnosed with dcis, had a bi-lateral mastectomy and was told I can have reconstruction with silicone implants. I have allergan natrelle 700 cc's, (gummy bears). Been sick ever since. Have many symptoms that are debilitating.